Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the stretcher.

Event description:
Info received indicates the brake is not holding. The brake caster continues to swivel.